Event description:
A remstar pro c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaints. During the evaluation of the device, the service technician observed visible foam particles. Additionally, the service technician observed dust/dirt and tobacco contamination. Insect infestation has also been observed. The device was scrapped per customer's request.